Event description:
It was reported that there was blood backflow during use of an unspecified quantity of clearlink system continu-flo solution sets. This was observed during patient infusion with unspecified intravenous fluid on spectrum infusion pumps with a rate of less than 10 ml/hr. Approximately 1ml of blood remained in the lines. The lines were flushed more regularly to address the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The patients were pediatric. Initial reporter address: (B)(6). Device manufacturer address 1: (B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.